Manufacturer narrative:
The MFR is attempting to acquire the explanted device and obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the MFR through their device tracking system indicating that a pump exchange look place on (B)(6) 2014. The reason for exchange is noted as "thrombus formation."

Event description:
Additional information received on 11/11/2014 from the hospital support staff indicated that the there were concerns of pump dysfunction which was confirmed by the surgeon who noted upon exchange of the pump, the patient had a thrombus present.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the analysis of the returned lvad pump. The device was returned assembled with the driveline cut approximately 4¿ from the pump housing and distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned detached from the device and the sealed outflow graft bend relief was not returned. Examination of the pump upon disassembly revealed a thrombus formation surrounding the inlet stator bearing cup. Its laminated structure and areas of denaturation indicate that this thrombus formation likely developed over an undetermined period of time while the pump was supporting the patient. Further examination revealed tissue-like depositions admixed with loosely clotted blood within the sealed inflow conduit flex section as well as the sealed outflow graft. Additional depositions of clotted blood were observed in the inlet elbow. Evaluation of the pump¿s blood contacting surfaces revealed depositions of clotted blood within the outlet stator, and around the rotor. Evidence of denaturation as well as contact marks on the tapered section of the rotor indicate that these occlusions were likely present for an undetermined period of time while the pump was operating. The observed depositions are consistent with poor surface washing while the pump was supporting the patient. A root cause for the development of the observed thrombus formations could not conclusively be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(6).

Event description:
Additional information was received from the intermacs registry stating: patient with multiple no flow alarms and increased power, concerning for thrombosis, rising ldh, anemia, increased retic count is concerning for lvad hemolysis, 2d echo with doppler. Outcome:exchange.